Manufacturer narrative:
No device evaluation possible as the implant remains in the patient. A radiograph was received which confirmed the event. Neither the identifying part nor lot number were provided; therefore, a review of the device history record could not be conducted. Based on the information provided, the root cause is unknown. If additional information is provided a supplemental report will be submitted.

Event description:
It was reported a cage collapsed around 2 months postoperatively. The surgeon will continue to monitor the patient. There are no plans for revision surgery at this time.